Event description:
A physician reported that, during surgery air¿fluid exchange of an ophthalmic operating system showed delayed outflow and a poor response, and patient experienced anterior chamber instability of the eye. Surgery was completed on the same day with the same system, and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).